Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it had stopped working, so they replaced it with their current implanted system. The patient said the time frame for when they'd had the previous system had been a few years prior to their getting their current implant and that they'd worked with a manufacturer company representative (rep, see secure note for details) who was aware of the issue of the previous system not working and was present when the patient had their current system placed. Patient services did not ask any further questions about this reported medical history and did not update registration with the implant site information, as information surrounding the previous system was unclear. The patient was directed to call back if they had the registration information to provide for the previous system..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.